Event description:
It was reported the patient passed away due to multi-system organ failure. The outcome was not considered device or therapy related. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: reporter phone number was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of multi-organ failure could not be conclusively established through this evaluation. It was noted that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ lists multiple organ failures/dysfunctions as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.